Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, there were 5 sample short alarms, 30 sample clot alarms, and 38 sample foam alarms in (B)(6) 2024. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 46 ng/l. The sample was repeated twice, resulting in values of 15 ng/l and 16 ng/l. The second sample initially resulted in a troponin t value of 28 ng/l on (B)(6) 2024. The sample was repeated twice, resulting in values of 9 ng/l and 10 ng/l. The third sample initially resulted in a troponin t value of 39.8 pg/ml on (B)(6) 2024. The sample was repeated five additional times, resulting in values of 73.5 pg/ml, 33.9 pg/ml, 13.7 pg/ml, 14.6 pg/ml, and 13.7 pg/ml. The sample was also repeated on a second analyzer, resulting in a value of 14 pg/ml.